Manufacturer narrative:
Additional devices implanted and/or related to this event: (B)(4): lot 11014352: (B)(4); lot 11447161: (B)(4); lot 9779595: (B)(4). Concomitant medical products: metoprolol, cozaar, and zocor. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On august 20, 2013, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that there was a reintervention on (B)(6) 2016. The physician implanted three aortic extender endoprostheses and an iliac extender endoprosthesis in the left common iliac artery to extend coverage in that artery (it is unknown which previous implanted (B)(4) was extended during the reintervention). The hypogastric artery was coiled. The patient tolerated the reintervention procedure. The reason for the re-intervention was not an endoleak. There was progression of the disease and the anatomy had become longer and tortuous causing the previous graft to lose seal proximally.